Event description:
On (B)(6) 2012, customer reported that there was blue precipitant around the total protein reagent syringe on the dxc 800 pro instrument. Customer stated that they had recently secured a loose fitting to correct a reagent level low on the modular total protein. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found evidence of leaking from the total protein syringe and the creatinine syringe. Fse replaced the syringes and this resolved the issue. No further problems were reported.

Manufacturer narrative:
(B)(4).